Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient underwent surgical intervention on 5aug2021 wherein the leads were repositioned and re-anchored as they did not migrate very much. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2021-15209. It was reported that one of the patient's leads had migrated, confirmed via x-ray. In turn, surgical intervention may take place to address the issue. Note: as it is unknown which lead migrated, both leads are being reported.